Manufacturer narrative:
During the quality investigation, the reported complaint could not be confirmed; overheating was not duplicated. The cause of the event cannot be determined. The device was cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair with notification that it overheated. There was no pt involvement and no adverse consequences were associated with the event; the procedure was completed with another device.